Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A tibial component was returned and the examination of the returned parts determined that no bone cement remains are attached to the inferior side of the tibial component or the stem, except in the posterior area between the keel and the edge of the notch and on the inferior side of the femoral component. The condylar surfaces of the femoral component show excessive damage in the form of pitting and discoloration. Dimensional evaluation of the tibial component determined that the part is within the measurable print specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent primary total knee replacement by same surgeon at some time in the past. Returned to or for a revision of a visibly loose tibial component (eroded medial tibia plateau). When component was removed, it required very little effort; component exhibited essentially no cement bonding. Concern from surgeon that surface treatment of tibial component was not sufficient to create a bond with the cement (simplex).

Event description:
It was reported the patient was revised for tibial loosening.